Event description:
It was reported that the usb port on the customer's pump was damaged. The port appears to be loose and shifts within the pump. The issue prevents the pump from being charged. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received, a supplemental form will be completed.